Event description:
Healthcare professional reported via device tracking "right side rupture." Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via device tracking "right side rupture." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: broken shell and underweight. A microscopic analysis was performed which identify an opening striated in the anterior side. Based on the device analysis the final assessment is: -a striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported via device tracking "right side rupture." Device explanted.